Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
It was reported that patient is scheduled to undergo a revision surgery due to wear of a competitors product.

Manufacturer narrative:
(B)(4). Year of birth 1934. Concomitant medical products: unknown shell ¿ unknown part and lot, unknown head ¿ unknown part and lot, unknown liner ¿ unknown part and lot, therapy date: unknown. Report source: (B)(6). Customer has indicated product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision approximately 25 years post implantation due to unknown reason; however, no revision has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.